Event description:
A patient that was treated on this day was re-admitted with complaint of discomfort and discharge and found to have a fibroid partially expulsing from cervix. On (B)(6) 2021, received additional information from gynesonics clinical specialist, indicating that patient with a post procedure event ended up in the emergency room four days after the procedure with profuse bleeding. She had a transfusion. Appears that a lower segment fibroid is protruding from the cervix. At the time they were monitoring her to see if the fibroid delivered on its own, otherwise they were going to take her back to remove it. This patient also had a previous acessa procedure for a lower segment fibroid.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.